Manufacturer narrative:
(B)(4). Concomitant medical product: unknown persona femur, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-01497.

Event description:
It was reported patient underwent a revision procedure thirty months post implantation due to pain, arthrofibrosis and decreased range of motion. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Revision operative notes review indicates that after multiple falls and right tha had decrease in rom, flexion of 90 degree and cramps in back of leg. Femur and poly exchanged after excision of scar tissue. Office notes provided state that patient was experiencing pain from arthrofibrosis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.